Event description:
It was reported that while the stimulation was on, the patient felt a "hot feeling" at the pocket site and numbness of his legs. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.